Event description:
The user facility reported that while a patient was positioned on the cmax table, the table moved into a reflex position uncommanded. The facility then commanded the table to return to a level position. When the table was returned to level, the table lowered in height uncommanded. The facility corrected the movement however the table again lowered in height. The patient was moved to another table where the procedure was completed successfully. No injuries were reported. A procedural delay was reported.

Manufacturer narrative:
The facility's biomed personnel evaluated the cmax table and were unable to duplicate the reported event. A steris service technician arrived at the facility, performed a full evaluation of the table and hand control and found the table responded correctly to all table functions. No repairs to the cmax table or hand control were required and the reported event could not be duplicated. The steris technician stated that although the hand control was operational, the buttons were noticeably worn and the technician suggested ordering a replacement hand control. The facility has since ordered a new hand control and continues to use the cmax table. The table was installed in (B)(6) 2005 and is not under a steris service contract. The table is maintained by a third party service provider who performed the last preventive maintenance in (B)(6) 2013. No further issues have been reported.